Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system took around 40 seconds to power on after the power button was held. Once on and in the software, the battery service error popped up. No delay to the case. There was no impact to the patient outcome.

Manufacturer narrative:
The ups and batteries were returned for analysis. Functional testing found that both of the parts were malfunctioning causing the issue. If information is provided in the future, a supplemental report will be issued.